Event description:
It was reported that this pacemaker exhibited atrial oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and noted an unidentifiable atrial signal that aligns with the right ventricular (rv) pace that is falling into blanking period and is not sensed by the pacemaker. Ts discussed programming options. The right atrial (ra) sensitivity had been changed approximately 4 months prior. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.